Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported blacked out with no image and during diagnostic procedure involving an olympus video system center. A preliminary judgment by the customer, indicated that the cause of the black out with no image was due fault in the signal processing board. There was no patient injury reported.